Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred after the customer had requested a bolus. There was no reported impact to the customer's blood glucose. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy on the pump and also confirmed that manual injections are available.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cracked touchscreen issue could not be verified.